Manufacturer narrative:
On (B)(6) 2017, the initial reporter said that no additional information were available. He would have probably been able find more information within a month.

Event description:
Revision surgery planned due to screw unscrewing.